Manufacturer narrative:
A photograph of a sample (with a clearlink component) was provided for evaluation. Visual inspection of the photograph showed a cut in the tubing. The cause of the cut tubing could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned photograph, a cut in the tubing of an unspecified access set (with a clearlink component) was identified. No additional information is available.